Event description:
Allegedly, patient was revised due to mom complications: loosening of acetabular cup; pseudo tumor; metallosis; bone destruction of the greater trochanter fluid build up and necrotic soft tissue - left.

Manufacturer narrative:
This is the same event as 3010536692-2015-01005.